Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. The reporter alleged there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the pump was powered on to a dim display with reddish text. Unrelated to the original complaint, cracks in the battery compartment were found from the threads to the left of the grip pad, and from below the grip pad to the case seal. Additionally, moisture was found in the battery compartment, a leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.